Event description:
It was reported via repair work order that the fowler would drift due to a broken motor. It was also reported that the motion interrupt pan had a missing bolt, and upon the return visit, the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.